Event description:
During processing of device returns from (B)(6), a device appearing to be a biosure ha 9mm was found in the box. The device was of an unknown length as the tip was broken off. The tip was not returned for evaluation. It appears that the device had been used in a patient as a visual examination of the part identified discoloration on the threads consistent with contact with biomaterial. A follow-up with personnel in (B)(6) was performed and it was confirmed that they are not aware of returning any device that fits this description. A complaint search identified no matching complaints on file.

Manufacturer narrative:
Device evaluation: the returned device appears to be a biosure ha 9mm (length unknown).the device was observed to have an unknown length as the tip of the device broken off. The tip was not returned for evaluation. The device had been used in a patient, as a visual examination of the part identified discoloration on the threads consistent with contact with biomaterial. A review of the device history records, and the complaint history records were not able to be performed, as a lot number was not available. No further investigation is warranted at this time. (B)(4).